Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The oxygen blending module board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was found to be due to a failed flow sensor u28 being out of tolerance.